Manufacturer narrative:
It was not possible to determine the root cause since the device was discarded. We are unaware about operator injury.

Event description:
The single use optical fiber had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about operator injury. We are waiting for additional information from the distributor.

Event description:
The single use optical fiber had a failure that did not allow to use it. No adverse effects to patient were reported.